Event description:
While attempting to withdraw the catheter from the pt's vein, the catheter separated from the hub. The nurse had to remove the catheter from the pt separately. The pt was reported in satisfactory condition.